Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing, resulting in inappropriate atrial tachy response (atr) mode switching. Initial blanking settings were noted to be effective; however, during a subsequent evaluation, the blanking settings was reprogrammed. Technical services (ts) noted that extending blanking after ventricular sensing may not fully mitigate the issue. Additionally, evidence from other atr episodes showed undersensing and inappropriate exit from mode switch. New reprogramming recommendations were provided. This ICD remains in service. No adverse patient effects were reported.